Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch. Boston scientific technical services discussed options. The lead remains in service. No adverse patient effects were reported.